Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified control iq issue occurred and subsequently the customer was hospitalized. There was no additional information provided. The customer declined to troubleshoot with tandem technical support.